Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to high blood pressure and high blood glucose 660mg/dl. Troubleshooting was performed. Troubleshooting was performed. The customer stated that he pulled out the infusion set accidentally the night before the event, which caused his glucose level to rise. The customer stated that the insulin pump is functioning properly. The customer mentioned wearing the insulin pump during a radiation treatment. Advised the customer that the insulin pump should not be exposed to high magnetic field. Reviewed the alarm history and no alarms found. The functional test was completed and passed. No further information was provided.